Event description:
It was reported by the customer via the emergency support program line that a cardiosave intra aortic balloon pump (iabp) experienced a catheter restriction alarm associated with a balloon catheter event. There was a gas loss alarm that sounded. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6) , an rn in the ICU, called with a catheter restriction alarm. She stated the pump was not working. When asked, (B)(6) stated the pump had been in standby for 15 minutes. Esp personnel had her press the start key. There was a gas loss alarm that sounded. Esp personnel asked if there was in blood in the helium tubing. (B)(6) responded yes. Esp personnel had her send a picture to confirm. Esp personnel explained this was an emergency. Esp personnel had (B)(6) disconnect the helium tubing, clamp it, and call the physician for removal.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h11. Corrected field - h6 (type of investigation, investigation findings, component codes).

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings),h11. Corrected fields: h6(component code).